Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. There were no reports of damage noted to the guide wire during the inspection prior to use which suggests a product issue did not contribute to the reported complaint. The investigation was unable to determine a conclusive cause for the reported peeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event has been estimated. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI # is unknown because the part number was not provided.

Event description:
It was reported as a general comment that recently the physician has observed the polymer coating on whisper guide wires to be peeling after use. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.